Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from 2018-09-22 until 2018-10-30 (38 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected blood pump has not been returned to the manufacturer yet. A report will be submitted upon analysis of the returned pump. This particular model is not available in the USA, however a similar device is available, therefore, we are reporting under the MDR regulations.

Event description:
We were informed by the clinic about concerns regarding the membrane of an excor blood pump of a patient supported in the lvad configuration. The clinic reported that the membrane had a clearly defined graphite ring as well as dimples visible on the membrane surface. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4). Is submitting the report on behalf of berlin heart gmbh(manufacturer). The first visual examination of the returned blood pump did not reveal any abnormalities. The customer's complaint could not be confirmed. The blood pump was then tested for functional performance and met its normal performance specification. For further investigation, the pump was submitted for an external CT examination. Particles were detected between the membranes. No abnormalities were seen in any of the three layers of the membrane. The pump was then disassembled for further testing and the membrane layers were individually inspected. Multiple leaks were confirmed in the middle layer, at the edge region and graphite agglomerates were noted between the membranes. The other two layers of the triple layer membrane were found to be intact. The thickness of the individual membrane layers of the returned blood pump was measured and was found to be within specification at all the fixed measurement points, including at the leak location. The clinic's reported complaint could not be confirmed during detailed analysis. The cause of the defect in the middle layer was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the middle layer.